Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation of the atrial leadless pacemaker (alp) revealed there was no capture or sensing. A chest x-ray was performed which confirmed the alp dislodged and embolized to the pulmonary artery. The patient did not experience any adverse consequences. The alp was retrieved and a new alp was successfully implanted. The patient was stable throughout the procedure.